Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube had a deep scratch, with tube insulation material missing. The scratch mark was approximately .122 in length and was located approximately 1.5 from the distal end of the instrument. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during the reprocessing of a da vinci thoracic grasper instrument, the black insulation on the instrument shaft was observed to be scratched/nicked. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.